Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knife was blunt therefore, the condition of the product could not be verified. Only possible knife lot numbers could be obtained. The product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a custom pak label from which the reported custom pak lot information is confirmed. A sample was not received at the manufacturing site and the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample, confirmed part number or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife was noted to be blunt. Procedure details information is unknown. An alternate knife was required. There was no report of any patient harm. Additional information has been requested.